Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that during use of the listed fluid delivery set for administration of tpn, a leak observed at the luer lock connection. Replacement of the delivery set was required. The user facility was unable to identify the exact source of the leak, but stated that there were no visible tears or holes in the tubing material. There were no adverse effects to patient reported.